Event description:
The manufactures dfu (directions for use) on how to properly clean and sterilize the dental handpiece instruments are incomplete. The instruments are specifically dental instruments supplied/manufactured by dentsply/midwest including their contra angle sheath #710074. All it says for sterilization is to sterilize in your autoclave, our recommendation is 15 min. At 275 degrees f. Nowhere does it say if this is a 'gravity' or a 'pre-vacuum' cycle. Doesn't even say steam so as far as I know, it could be gas of some sort.